Manufacturer narrative:
A specific root cause could not be identified as no materials were available for investigation. Based upon the information provided, no cooling unit or power supply fan issues were noted.

Event description:
The customer received an instrument alarm and noted a burning smell. The f3 fuse indicator light was on. The customer performed a complete shutdown to replace the fuse and found the f3 fuse was melted and could not be removed. The customer did not see any flames or sparks during the event. No operators were injured and no patients were involved. The field service representative determined electronic failure of the printed circuit board power module was the cause. He replaced the power module printed circuit board and performed diagnostic checks. All tests passed.